Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of the polymer specifications found that the storage protocols, material specifications, and material tests were appropriately documented. A visual inspection found that the device was returned in the original packaging. The packaging is damaged and the lot is faded so that it cannot be confirmed. The returned screw is broken. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that the biorci screw was found broken. It is unknown whether the event happened during surgery and if there was a patient involvement; nevertheless, it was reported a surgical delay of less than or equal to 30 minutes and a backup device was available. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of the polymer found that the storage protocols, material specifications, and material tests were appropriately documented. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.